Event description:
The article, "3dmitral valve area impact on postprocedural gradient after m-teer with single clip deployment", was reviewed. This research article is a prospective single-center experience to evaluate the optimal cut-off value of preprocedural three-dimensional (3d) mitral valve area (mva) as a predictor of trans-mitral pressure gradient (tmpg) greater than or equal to 5mmhg at follow-up and its potential impact on clinical outcomes. The devices included in this study were mitraclip and pascal precision. The article concluded that reduced preprocedural mva has been associated with increased postprocedural tmpg. Patients with smaller preprocedural mva were more likely to experience re-hospitalization for heart failure at short-term follow-up. [The primary and corresponding author was antonio sisinni, irccs policlinico san donato, san donato milanese, italy, with corresponding email: antosis93@hotmail.it.]. This study included patients who underwent successful mitral transcatheter edge-to-edge repair (m-teer) with single-device implantation from (B)(6) 2023 to (B)(6) 2024. A total of 42 patients were included in the study, of which 88% (37) received an abbott device. The average age was 82 years. The gender ratio was evenly split (21 out of 42 reported female). Comorbidities included mitral regurgitation.

Manufacturer narrative:
¿ The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B3: event date is estimated d4: the UDI number is not known as the part and lot number were not provided. Literature attachment: 3dmitral valve area impact on postprocedural gradient after m-teer with single clip deployment.

Manufacturer narrative:
Summarized patient outcomes/complications of mitraclip were reported in a research article in a subject population with multiple co-morbidities including mitral regurgitation. Complications reported included heart failure hospitalization; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: 3dmitral valve area impact on postprocedural gradient after m-teer with single clip deployment. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "3dmitral valve area impact on postprocedural gradient after m-teer with single clip deployment", was reviewed. This research article is a prospective single-center experience to evaluate the optimal cut-off value of preprocedural three-dimensional (3d) mitral valve area (mva) as a predictor of trans-mitral pressure gradient (tmpg) greater than or equal to 5mmhg at follow-up and its potential impact on clinical outcomes. The devices included in this study were mitraclip and pascal precision. The article concluded that reduced preprocedural mva has been associated with increased postprocedural tmpg. Patients with smaller preprocedural mva were more likely to experience re-hospitalization for heart failure at short-term follow-up. [The primary and corresponding author was antonio sisinni, irccs policlinico san donato, san donato milanese, italy, with corresponding email: antosis93@hotmail.it.] This study included patients who underwent successful mitral transcatheter edge-to-edge repair (m-teer) with single-device implantation from (B)(6) 2023 to (B)(6) 2024. A total of 42 patients were included in the study, of which 88% (37) received an abbott device. The average age was 82 years. The gender ratio was evenly split (21 out of 42 reported female). Comorbidities included mitral regurgitation.